Manufacturer narrative:
H4. The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was high, however, a specific value was not provided. Customer administered a manual injection to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.